Manufacturer narrative:
(B)(4). The customer provided two photos for evaluation. The photos showed a product lidstock and radial artery catheterization device. No conclusions could be drawn from the supplied photos. A full visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number to perform a device history record review (DHR) on. However, a DHR was performed on the lot in the photo of the lidstock provided with no relevant findings. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the doctor placed a ra-04122, when tried to remove wire, felt resistance, the wire did popout but a piece of the catheter remained and had to be surgically removed by the doctor.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the doctor placed a ra-04122, when tried to remove wire, felt resistance, the wire did popout but a piece of the catheter remained and had to be surgically removed by the doctor.